Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000390 and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and a hemostatic valve separation issue occurred. After they crossed transeptal, there was bleed back from the hemostatic valve of the vizigo sheath. Upon visual inspection it was noted that the internal hub was "pushed in". The vizigo sheath was exchanged and the procedure was continued. There was no patient consequence reported. Additional information was received. The section the issue was observed was the hemostatic valve and it was totally separated. The hemostatic valve (gasket) dislodged inside the hub. The hemostatic valve did not dislodge outside the hub. The brim cap / hub did not become detached from the sheath. Air did not enter the patient¿s body. The approximate volume of blood that was lost was minimal.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. After they crossed transeptal, there was bleed back from the hemostatic valve of the vizigo sheath. Upon visual inspection it was noted that the internal hub was "pushed in". The vizigo sheath was exchanged and the procedure was continued. There was no patient consequence reported. Additional information was received. The section the issue was observed was the hemostatic valve and it was totally separated. The hemostatic valve (gasket) dislodged inside the hub. The bwi product analysis lab received the device for evaluation on 18-nov-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The dislodgment issue reported by the customer was confirmed. The potential cause of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).